Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, the patient was at a restaurant when they started to feel dizzy. They had trouble standing and moving around. They stated the cgm was displaying 50 m/gdl so they called the fire department. When they arrived they provided the patient with glucose and stated the bg went up to 148 mg/dl. It is unknown what the bg was prior to treatment; however, when the bg was 148 mg/dl, the cgm was displaying 61 mg/dl. No other treatment was provided and at the time of the report, the patient was feeling okay. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.